Manufacturer narrative:
Analysis was performed on the returned device. The reported material separation was confirmed. The reported resistance during removal was not confirmed due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulty to remove could not be determined. Factors that may contribute to the difficulty removing the guide wire from a guiding catheter include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/ or damage to the catheter or guide wire which likely led to the reported guide wire separation and observed damages to the coils, core and shaping ribbon. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex artery with moderate calcification and heavy tortuosity. Access to the lesion was gained using a non-abbott guide wire (gw), then the hi- torque bmw universal gw was advanced as a buddy wire to the target lesion. The lesion was successfully treated with a non- abbott stent; however, during the removal of the bmw gw resistance was noted with the guide catheter; subsequently, causing the core [coils] of the gw to unravel and become separated inside the guide catheter. Therefore, the guiding catheter and separated gw were removed as a single unit. There was no adverse patient effect or clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.